Event description:
It was reported that the implantable pulse generator (ipg) had a reset. The diagnostics were restarted and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A critical ram parity error was recorded on 2012 (B)(6). Parity error is considered low severity and the device should be able to recover after reset. (B)(4).